Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03086; 2017865-2020-03087. It was reported that the patient was dependent on the system for normal function. It was noted that the patient had a pocket infection. The origin of the infection was unknown but isolated to the pocket and not septic. The entire system was explanted and replaced at a later date. The extraction was successful. The patient was stable.